Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation, a steerable guide catheter (sgc) would not hold fluid column when the dilator was inserted. The device was re-prepared, but the issue was unable to be resolved. Therefore, the sgc was not used and replaced. There was no clinically significant delay in the procedure.